Event description:
It was reported that during the pulsed field ablation the faradrive steerable sheath had poor air impermeability. The procedure was completed using different faradrive sheath. No patient complications occurred. The product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.